Manufacturer narrative:
The biomedical engineer reported that the cleaning personnel accidentally disrupted the power for this central nurse's station (cns). They tried to get this cns back up, but they received a message that says operating system not found and cns was down. Nihon kohden tech assisted the customer to exchange the harddrive with a backup one, but the same error message appeared. Therefore, tech support assisted the customer with replacing that unit with a spare working cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical devices and serial number information were requested from the customer but was only provided the following: 12 bsm-6301a bedside monitors were being monitored on the cns.

Event description:
The biomedical engineer reported that the cleaning personnel accidentally disrupted the power for this central nurse's station (cns). They tried to get this cns back up, but they received a message that says operating system not found and cns was down. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer stated that facility's cleaning personnel accidently disrupted the power for this device. When biomed attempt to bring device back up, there was an error message stating operating system was not found. The same error message appeared when attempting to boot from the secondary raid hard drive. Nka repair center replaced both hard drives to resolve the issue. Service requested: repair. Service performed: repair. Investigation result: device was put into service 9/11/2011. Service history shows device previously experienced hard drive issues in the following service notifications: (B)(4) created on (B)(6) 2014. Cns screen froze. Customer rebooted the device, after which it was stuck in the boot screen. Hard drives were replaced to resolve the issue. The root cause could not be determined. (B)(4) created on (B)(6) 2017. Customer requested assistance in checking health of the hard drives. Hard drives showed good status. (B)(4) created on (B)(6) 2017. Customer stated this device was not boot up after a power outage caused by facility generator test. The power disruption caused errors to hard drive in port 1 of the raid. The issue was resolved by letting raid rebuilt with secondary hard drive in port 0. 300174629 - current notification. The four incidents above showed hard drive errors caused by abrupt loss of power as a result of the environmental issues. In all cases, hard drive replacement or recovery resolved the issues. The root cause of the issue was due user environment. Additional information: b4. Date of this report. D11. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomitant medical products and serial number information were requested from the customer but was only provided the following: 12 bsm-6301a bedside monitors were being monitored on the cns.

Event description:
The biomedical engineer reported that the cleaning personnel accidentally disrupted the power for this central nurse's station (cns). They tried to get this cns back up, but they received a message that says operating system not found and cns was down. No patient harm was reported.